Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not working as expected. Subsequently, a surgical procedure was performed, during which a crack in the tubing that connects the pump to the reservoir was identified. The pump was removed and replaced. The cause of the crack was not provided by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The ms pump was functionally tested and passed within specification. Product analysis was unable to confirm the reported event. Based on the results of this investigation, a most probable cause for the reported clinical event cannot be determined. An investigation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not working as expected, during which, a crack in the tubing that connects the pump to the reservoir was identified. After two weeks, the patient underwent a surgical procedure, wherein the pump was removed and replaced. The cause of the crack was not disclosed by the medical staff. There were no patient complications reported.